Event description:
The customer reported a ventilator experienced a machine pressure autozero failure. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse discussed the service manual diagnostic code and troubleshooting for the 1108 error code indicating a check vent: machine pressure sensor auto zero failed. The rse advised the customer that they may need to replace the data acquisition (da), printed circuit board assembly (pcba) to the motor controller (mc) pcba cable, solenoid valve, and the da pcba. The rse also provided the parts identification numbers for these parts. Moreover, further information regarding the repair has been requested from the customer. No response has been received at this time. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple attempts were made to retrieve device repair or diagnostic information on 05/13/2022, 07/13/2022 and 08/01/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.